Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead; product type lead.

Event description:
It was reported by the consumer that there was a screen 59 error code of "settings not available, please contact physician" on both the left and right lead at 0.1 amplitude. This occurred on the day prior to the report. The consumer indicated that the unit was "absolutely useless," and the therapy was not doing any good since it stopped working. It was noted that the consumer stated that the trial patient had not received proper instruction. It was noted that the patient felt that the lead may have come down a little bit. During the report, the device would only go up to 0.1 ma. The patient has an appointment scheduled on (B)(6) 2016. Additional information was requested from the manufacturer representative but he did not have any to provide as he had not had direct contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.